Event description:
It was reported that the patient's blood glucose level reached above 250 mg/dl. The pod was worn for between 5 and 24 hours on the leg. An insulin pen was used to treat the hyperglycemia.

Manufacturer narrative:
A tear was found in the unexposed portion of the soft cannula and the exposed portion was found be damaged and flattened. Due to the damage the soft cannula was found to be out of specification. It was concluded that the damage that caused the exposed portion to be damaged, also cause the tear observed at the unexposed portion. Fluid was observed exiting the tear. It could not be determined when the tear and damage occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.